Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a failed battery test alarms and a blank display anomaly. The patient's blood glucose was not reported. The patient was unable to troubleshoot at the time of call. No products were returned or replaced.